Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare provider reported a left side deflation. The device remains implanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b.5., d.6b., h.6.

Event description:
The device has been explanted.

Event description:
Healthcare provider reported a left side deflation. The device has been explanted and replaced.

Manufacturer narrative:
Device evaluation: deflation: observed opening assessed as fold flaw opening. Additional observations: no other observation observed. No further actions are required since no manufacturing issue is observed. Additional, changed, and/or corrected data: b5, d9, h3, h6.